Event description:
Customer reports a fiber leak at the onset of treatment noted by a blood leak alarm on reuse number 22. Estimated blood loss is unknown. Treatment was continued with new disposables without incident. No pt injury or medical intervention reported.